Event description:
Complete system-wide downtime of all pyxis medstations (pyxis es platform) across six hospitals for 18 hours. During this downtime, the pharmacy technician has to physically go to each medstation and put it on critical override. This has been a recurrent issue and has been reported to the vendor (bd/carefusion). However, the vendor has yet to identify the root cause of the problem. During the systemwide downtime on (B)(6), the outage lasted 18 hours, there was a period of the outage during which the nurses in the ICU at one of the hospitals were unable to access the medications in the medstations despite them being on critical override.